Manufacturer narrative:
The machine was driving backward. The driver was injured. The injury resulted from the force sensors being calibrated sensitively. Recalibrating the force sensor resolved the issue. Any additional information on the injury will be sent as a follow-up MDR. If a similar incident does occur, it will be escalated and addressed accordingly.

Event description:
The machine was driving backward; the driver was injured but did not require hospitalization. The injury occurred due to sensitive force sensor calibration.